Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank screen. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. We were unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.